Event description:
During a routine follow-up, upon interrogation the device was found to be at end of life. The physician suspected premature battery depletion as at the previous follow up, the device had three years longevity remaining. The device was explanted and replaced. During the device replacement procedure, low pacing impedance was observed on right atrial (ra) and right ventricular (rv) leads. Upon connection of the ra and rv leads to the new device the impedance returned to normal range. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed, and event of low impedance was confirmed. The device was received with battery voltage at end of service (eos) level. Device image was reviewed and indicated low pacing lead impedance (pli) was observed in the field. Analysis of the device did not find any anomaly; voltage has reached end-of-life (eol) level. Longevity assessment was performed based on average drain current and the device exceeded projected longevity indicating normal battery depletion.